Event description:
It was reported that the right atrial (ra) lead exhibited high impedance although chronic impedance measurements had been reported as stable. Intermittent far field r-wave (ffrw) oversensing was also observed. Pocket manipulation failed to produce any noise and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6943 implantable tachy lead (B)(6) 1999; 4196 implantable pacing lead (B)(6) 2011. (B)(4).